Event description:
It was reported that the patient left surgery (B)(6) 2019 after a successful implantation. The patient received a collar' n cuff immbolizer and went to the ward for post-surgery treatment. During the night the patient experienced a "snapping" sensation in the shoulder, increasing pain and sensory loss correlating to innervation of n. Radialis. Post- surgery x-ray on the 18th shows fractured glenoid, patient revised (b)6) 2019, when implant is extracted one of the multidirectional screws are loose. Two has snapped on and are stable as also the central screw.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient left surgery (B)(6) 2019 after a successful implantation. The patient received a collar' n cuff immobilizer and went to the ward for post-surgery treatment. During the night the patient experienced a "snapping" sensation in the shoulder, increasing pain and sensory loss correlating to innervation of n. Radialis. Post- surgery x-ray on the (B)(6) shows fractured glenoid, patient revised (B)(6) 2019, when implant is extracted one of the multidirectional screws are loose. Two has snapped on and are stable as also the central screw.